Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor broke. The customer's blood glucose level was unknown. Report stated that there was no electrode in the sensor and it seems that it has not remained in the body. The sensor will not be returned for the analysis.